Event description:
IV pump was infusing nipride. Pump alarmed "failed." Pt's blood pressure increased to 178/90. Pt began to bleed around mediastinal tubes. Also needed increased peep setting on the ventilator. Pt was given an autotransfusion. Pt required beta blockers for increased blood pressure. Nipride was changed to another IV pump and dose of nipride was increased.